Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient attempted multiple calibrations of her cgm mobile device on the same day the sensor was applied to her arm. She performed several fingerstick bg checks for comparison but could not recall the specific values, except for one cgm reading of 175 mg/dl. The patient¿s glycemic state at that time was not described. Later in the day, the patient began experiencing symptoms including dizziness, lightheadedness, sweating, and memory loss. Her daughter, noticing abnormal behavior, removed and replaced the sensor and then called 911. No treatment or medication was administered prior to contacting emergency services. Emergency medical technicians (emts) arrived and performed multiple fingerstick bg tests, with one reading showing 27 mg/dl. The patient was treated with IV fluids and transported to the emergency department (ed) around 6:00 pm. In the ed, the patient was given food and confirmed that the cgm readings from the new sensor were accurate, as verified by nurse administered fingerstick comparisons. The patient was discharged around 11:00 pm or midnight. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid for (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.